Manufacturer narrative:
The field service engineer determined that sample probe adjustments were not ok. The probes were adjusted and valves were cleaned. Controls were run and were ok. No further issues occurred after the service actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a glucose value of 586 mg/dl, which repeated as 83 mg/dl. The second sample initially resulted in a glucose value of 572 mg/dl, which repeated as 94 mg/dl. The glucose reagent lot number was 58418001, with an expiration date of 31-jan-2023.